Event description:
Boston scientific crm received information that this cardiac resynchronization therapy defibrillator (crt-d) emitted beeping tones. Upon interrogation it was noted that the device was at elective replacement. Since then the device has been explanted. There were concerns regarding the longevity of the device.